Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient is unhappy with her visual acuity. Additional information was provided by the patient that she is seeing halos and is unable to drive at night because of the halos. She began seeing the halos almost immediately after the iol was implanted. Further information was provided by the initial reporter that in the surgeon's opinion, dryness caused or contributed to the event. The patient has experienced decreased vision at distance and near. A yag laser has been performed for posterior capsule opacification and punctal plugs have been inserted for dry eyes. The reporter states "we feel her eye is good." The patient feels she has been harmed by the decreased vision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.